Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to hitting the counter and the ipg moving out of place. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was repositioned and sutured. Therapy was restored following the procedure.